Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter act diff2 hematology analyzer leaked approximately 250 ml of fluid at the probe during start up. The leak was contained within the instrument. The customer was wearing gloves at the time of the occurrence, and there was no report of injury or exposure. Medical attention was not sought. The msds was reviewed and there is an exposure control plan in place at the facility. No erroneous patient results were generated and there was no impact to patient treatment. Beckman coulter customer field service engineer (fse) inspected the instrument and found that the vacuum pump assembly was not working properly. The fse replaced the vacuum pump assembly. No further evidence of leaking was observed. The service activity performed was verified per established procedures and the results met published performance specifications.